Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hydromorphone 10 mg/ml; minimum rate via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was (B)(6) 2016. It was reported the patient¿s family heard a pump alarm. A critical alarm was heard and confirmed by telemetry. The pump was interrogated and indicated low battery reset; safe state; reset occurred. The logs revealed that low battery reset occurred on (B)(6) 2016. The physician was seeing the patient on (B)(6) 2017 for a refill that was scheduled for (B)(6) 2017. The pump was empty but the doctor clarified that it wasn't based on refill date. The patient was not under this physician¿s care again until recently. The patient was not symptomatic. The cause of the low battery reset and safe state was determined to be battery failure. No interventions were performed to resolve the low battery reset and safe state. The patient was considering the option of device replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was (B)(6) pounds.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-21. It was stated that the information provided was incorrect. The patient did not have an unexpectedly empty reservoir. The patient¿s pump failed on (B)(6) 2016. It was stated that no action had been taken per the patient¿s request. There were no further complications reported or anticipated.